Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a patient notifier delivered for low pacing lead impedance. Noise was also noted on the egm¿s. Programming changes were made and the patient will be returning for normal follow-up. Patient was stable.

Event description:
New information notes that the oversensing was caught while patient working out, noise was reproducible with arm movement.